Manufacturer narrative:
Unit passed the run current measurement test, off no power test, unexpected restart. A cold reset was performed test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. However, unit alarmed rf pic failed selftest during self test due to y-1 defect and unit received with a high idle current, problem isolated to rf board.

Event description:
The customer reported via phone call that they received rf pic failed self test. The customer's blood glucose level was unknown. The customer reports they were able to clear the alarm. Customer able to complete rewind insulin pump. The customer also reported that the battery did not last longer. The device will be returned for analysis.